Event description:
Following an interventional procedure, a preplacement angiogram was performed and a 6f angio-seal device was deployed, no oozing was visible at the puncture site. However, upon removal of the venous sheath; oozing and hematoma were noted. The staff applied manual pressure but was unable to control bleeding at the site. A femostop was placed at the groin and the patient was taken to recovery. A subsequent call was made to the cath lab staff to re-evaluate the groin as the hematoma was thought to be getting larger. The deploying physican obtained a surgical consult to evacuate the hematoma and repair artery. During surgical intervention, the site was opened and the angio-seal's collagen was peeled back slightly. Pulsatile bleeding was observed from underneath the collagen, located on top of the artery. It was thought that the device had not been tightened sufficiently although the black compaction marker was observed during deployment. Bleeding was noted at multiple sites which the surgeon felt may have been residual punctures of an angiogram performed five days earlier. During the angiogram performed in 2002, iib/iiia's anticoagulants were administered to the patient. The patient also received 9,000 units of heparin and an integrelin bolus during the case. An act level of 273 was recorded. The hospital will not release the operative report. This incident happened during the physician's angio-seal certification training.